Manufacturer narrative:
(B)(4). The device was discarded, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the microbore catheter extension set was being used when the non-baxter pump displayed ¿pressure limiting warnings¿. The customer noted that the set up was not over the pressure limit. The user disconnected and reconnected the set. The set up then worked without issue. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.